Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The lot number and UDI section is unknown, no product information has been provided to date.

Event description:
It was reported that during the pre-use check, leakage of air from the breathing bag was observed. No patient involvement. No additional information is available.

Manufacturer narrative:
Device evaluation: four (4) pictures were attached, during the analysis conducted it could be observed a top view of one bag which is pin hole. One sample was returned for evaluation. The complaint returned unit was visually inspected under normal conditions of illumination to detect conditions that could cause failure mode; the sample was received with a pin hole. Following other analysis, the root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from the assembly and packaging process. Therefor the damage (pin hole) was after the product left the facilities. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process. The root cause was unknown. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).